Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'not alarming when run is complete' which was confirmed during evaluation. The cause was determined during visual inspection to be a rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not alarm when run was completed and not able to changed the volume through settings menu. There was no known patient injury or medical intervention associated with this event. No additional information is available.